Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Cause of death was not provided. Autopsy and toxicology tests are not yet completed and results are not yet available. The pump data is expected to be uploaded for investigation and a pump data review will be performed. Follow up report will be submitted accordingly.